Event description:
Falsely elevated troponin I result of 1.36 ng/ml was obtained on a pt. Pt was admitted and a sequential sampling was performed. The 2nd result for troponin I was 2.49 ng/ml. The physician questioned the results and sent the 3rd sequential sampling to an alternate facility and troponin I result was <0.01 ng/ml. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the reported falsely elevated troponin I result. Analysis of the instrument by a dade behring field rep indicated that the most likely cause for the falsely elevated troponin I result was maintenance problems with the hm module.